Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 month ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was loose and was experiencing difficulty charging. The patient underwent an ipg replacement procedure. Therapy has resumed postoperatively. The explanted ipg was unable to return to facility policy.